Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that the insulin pump was squirting out insulin during the manual priming process. The customer¿s blood glucose was 104 mg/dl. The customer was assisted with troubleshooting. Customer stated that they were not wearing the insulin pump during priming. Customer stated insulin did continue to drip after letting go of the act button. Customer also stated that the drive support cap was normal. The drive support cap appears normal. The customer was advised that the insulin pump need to be replaced and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime/fill anomaly due to a33 alarm. However, device passed rewind test and displacement test.